Event description:
Additional information received later indicated that the health care provider was not notified. The patient reported that the device stopped working and automatically turned on and shocked the patient 8 hours later. The patient activity level was more active, so the patient wanted to turn device up, but the device would not program until 8 hours later. The patient had more frequency trips to the restroom. The patient called the rep after taking the battery out, 8 hour later.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the device was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.